Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported events. The company service representative found external damage to the focus motor assembly and internal screws in the assembly to be loose, as well as drag on the articulating arm. The scope head was replaced and the articulating arm hydraulics was adjusted to resolve the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws on the focus clutch assembly due to handling at the customer site. The root cause of the stiff scope can likely be attributed to improper adjustment of the articulating arm; however, how or when the scope became stiff is unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that connection to optical was loose and scope arm stiff. No patient harm was reported. Additional information has been requested.